Manufacturer narrative:
It was reported that the defective overlay was scrapped by the customer. Previous investigations have shown the primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.

Event description:
A customer reported that a ventilator experienced a post alarm light emitting diode (led) failure during the power on self test (post). The device was evaluated by the customer and a philips remote service engineer (rse). The reported malfunction was confirmed by the customer via the event log, however, could not be reproduced. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to therapy. The customer replaced the power switch overlay. The device was then functionally tested and passed specification testing. No other anomalies were reported.